Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s father called to report hearing alarms from the patient¿s implantable cardioverter defibrillator (ICD). The patient¿s father stated that there were ¿major interference¿ and was concern that the ICD may be defective. A remote transmission indicated a lead integrity alert (lia) due to oversensing of high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The device was found to have electromagnetic interference (emi) seen on both atrial and ventricle channels. The device remains in use. No patient complications have been reported as a result of this event.